Event description:
Ethicon 35mm vascular stapler fired and did not reopen after firing. There was no identified injury to the patient. The surgeon had to manually crank open the stapler to remove from patient. A second stapler was opened for additional use. There was a delay to open a second stapler of 1 minute. The procedure was a double lung transplant. The stapler is in possession of the inventory specialist. The packaging material was unsalvageable.